Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for 20-25 days for the event. The patient was treated with unknown antibiotics. At the time of this report, treatment with antibiotics was ongoing and the patient was not recovered. On an unreported date, pd therapy was discontinued, pd catheter was scheduled to be removed and the patient switched to hemodialysis. No additional information is available.